Event description:
Patient status post posterior lumbar fusion, implanted with rods, screws and locking caps at l3-l5 in 2002. Patient become myleopathic and surgeon noted nerve root at l4 was inflamed and adjacent level disease at l2. Patient returned to operating room. Rods and locking cap were removed, screws added to l2, new rods and caps placed, surgery completed. This is the 13th of 20 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Device was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.